Event description:
It was then reported that as of the day prior to the report the patient knew 2 other people with the device with the same problems. It was logged the doctor had a lady who had the same problems and hers kept shocking and shocking. It was logged there was overstimulation, and shocking/jolting sensation. It was noted impedance testing, x rays, and reprogramming were all done for diagnostic testing or troubleshooting. It was reported the issue was not resolved and the cause of the issue was not determined. It was reported the patient intermittently got "shocked" by the device regardless of position. It was reported the device "turned up" on without them adjusting the device. It was noted this happened sometimes either during activity or sometimes just while sitting/standing. It was logged that the patient status at the time of report was alive with no injury and that there were no patient symptoms or complications associated with the event. It was then reported the patient was getting "shocked" at various times as if the device just increased on its own. It was noted the patient wanted the device explanted. Further information received reported reprogramming was done and the patient reported not much had changed and they still wanted the stimulator removed. It was noted that had not been scheduled at the time of report. Additional information received reported the patient had a stimulator in their back and it was defective. It was logged the therapy worked perfect for the first 2 months, then all "of a sudden it went south." It was noted that for the 6-8 weeks before report they had been "fighting that thing¿ and they tried to reprogram it and it would not reprogram". It was reported there was a shocking or jolting sensation. It was reported "it went off the other day and started shocking the patient to the point that it virtually gave the patient a heart attack". It was noted the patient shut it off and told "them" they would not turn it back on again. It was logged it had done that numerous times but 2 weeks prior to report was the worst one: it felt like "110 electricity and couldn't turn loose ¿ by the time they got it turned off they broke out in a sweat, chills, short of breath, their heart running 90 miles an hour". It was noted the patient had been around heart attacks before. It was then reported a manufacturer representative(rep) had been aware of the issues with the device for the previous 6-8 weeks. It was noted 3 other people tried to reprogram the device and after 45 min to an hour they said it would not program. It was logged the rep shut off all the automatic sensors and "with them all shut off it was not doing the patient any good what so ever, and it sill would do the same thing, this be a setting and all at once it just started to biting and it just kept increasing and increasing and just went to the point where the patient could not stand it before they could get it shut off." It was reported the patient was in a lot of pain and was hurting 24/7. It was reported it was defective and wasn't any good. It was noted they were supposed to take the ins out the day following report but it had to be rescheduled due to paperwork on hold. It was logged the patient once took 7600 volts of electricity to the top of the head and sometimes got confused when asked a quick question, and the patient didn't see very well either. It was reported the device "nearly gave the patient a heart attack 2-3 times", and that the patient was "laying on the floor kicking and squirming and couldn't get up and the wife had to run and grab that thing and put in on his back right quick and turn it off because the patient couldn't even get up."

Manufacturer narrative:
(B)(4).